Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air and venous air alarms occurred during a routine hemodialysis treatment. Air and blood were observed in the venous line. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback. The operator did not follow air recovery procedures correctly as indicated in the user's guide, which instructs the operator to reconnect the patient and re-infuse the patient's blood to continue treatment. Facility staff has been notified and attributed the air alarms to problems with the patient's catheter. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.